Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device logs have been received for evaluation. A review of the logs confirmed the leak check event. One (1) used set, with packaging, was returned for evaluation. Visual examination of the set noted no visual defects. Visual examination of a retained unit noted no visual defects. The set was vacuum leak tested and occlusion tested per specification with passing results based on the results of the investigation this complaint is not confirmed for valve misalignment. B. Braun will continue to investigate, trend, and monitor all complaints of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As per user facility: customer reported the leak check was not passing. Upon inspection of the transfer set it was noticed that the valves were misaligned. No patient involvement. The user replaced the transfer set with no further issues.

Manufacturer narrative:
(B)(4). The device logs have been received for evaluation. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per user facility: customer reported the leak check was not passing. Upon inspection of the transfer set it was noticed that the valves were misaligned. No patient involvement. The user replaced the transfer set with no further issues.